Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens model cq2015 in the injector and noticed a haptic was tearing. No patient contact. This is one of three incidents this happened to on this patient. See manufacturer report numbers 2023826-2007-01782 and 2023826-2007-01783 for the other reports.

Manufacturer narrative:
Results: a visual inspection of the returned product shows a tear in the optic/haptic junction. Clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge direction for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.